Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed opened sores under the lifevest equipment. Patient described the area as bleeding sores on back, caused by rubbing. The patient stated they do have a history of shingles. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention, reporting out of abundance of caution. Follow up indicated that the skin irritation improved.